Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the narrow, 85% stenosed, internal carotid artery the 6-8/40 mm acculink ii self-expanding stent system (sess) was attempted to be deployed after successful deployment of the accunet embolic protection device (epd). The stent was 1/3 released when it was noted that it was not expanded. The sess was completely removed from the anatomy without reported issue. A second acculink stent was deployed and the procedure was completed successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.